Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and found that the iabp did not have any traces of blood within the system. The fse performed the condensation removal procedure and returned the iabp to service. The iabp passed all functional and safety tests per factory specifications and was returned to he customer, cleared for clinical use.

Event description:
The customer stated that the intra-aortic balloon pump (iabp) alarmed "blood detected", however, there was no blood visible. When asked for patient information, the customer said he did not have any details available. This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.